Manufacturer narrative:
On (B)(6) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and could not reproduce a leak or failed platelet background. The fse did find the hemoglobin background failing during the instrument startup process. The fse replaced the white blood cell (wbc) bath resolving the high hemoglobin background.

Event description:
The customer reported background failures for the platelet and hemoglobin parameters when using the coulter act diff analyzer. The customer also reported the probe started leaking about 0.5 ml onto the counter. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing personal protective equipment of lab coat, goggles, and gloves when the event occurred. There were no reports of biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
Based on root cause, the suspect product was identified to be the reagent(s) used with the instrument. The first product is listed; subsequent products are provided here; it is unknown which lots were in use at the time of the event. Therefore, expiration date and device manufacturing date are also unknown for this event. Brand name: coulter act pak reagent kit; catalog #: 8547110; lot #: 112079k through 112094k; brand name: coulter act tainer reagent kit; catalog #: 8547111; lot #: 113075k through 113087k; brand name: coulter diff act pak, 15l; catalog #: 8547134; lot #: 112077k through 112097k; brand name: coulter diff act tainer 4l; catalog #: 8547135; lot #: 113074k through 113090k. The manufacturing site address has been updated to correlate to the product. New information about the root cause was completed on 8/12/2015. Root cause changed the 510k from (B)(4) to exempt to correlate to the product. Method, results and conclusion codes changed based on root cause; patient and product codes added, as the fields in the 3500a form have been updated since the initial report. A recall was completed and an important product notice letter was sent to customers on 08/25/2015. The root cause has been identified as lot to lot variation in the sodium sulfate used in the reagent, which resulted in a compromised white blood cell (wbc) bath in this event. In addition, the investigation found that the root cause identified would not cause or contribute to serious injury or death as the probability of harm per the risk assessment is highly unlikely and not a reportable event.